Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action h3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that an 8100 lvp display board was replaced because of a dim segment. There was no reported patient involvement.

Event description:
It was reported that an 8100 lvp display board was replaced because of a dim segment. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex c, prior annex c17 is incorrect.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8100 lvp display board was replaced because of a dim segment. There was no reported patient involvement.